Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance measurements less than 20 ohms. No further lead issues were reported. No adverse patient effects were reported. This product remains in-service. The physician plans to continue to monitor this patient via the remote monitoring system.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.